Manufacturer narrative:
Product complaint # (B)(4).

Event description:
In addition to what were previously alleged, pfs indicated that the patient had past away, on (B)(6) 2019. Reason for death was infection. After review of medical records, the patient was revised to address large pseudotumor of the right hip with a secondary infection. Operative notes reported that there was a large amount of silver, shiny looking, purulent material. There was necrotic bone on top of the greater trochanter and necrotic tissue on the proximal femur. The proximal femur was denuded of soft tissue by the mass. The cup was fairly vertical. There was a complete loos of bone on the anterior margin of the cup. Please note that patient underwent a surgery on (B)(6) 2007 for periprosthetic femur fracture of the right hip, no device was removed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Patient was revised due to pain. Update in addition to what was previously reported, litigation alleges friction and wear causing toxic metal ions, discomfort and soreness affecting daily living activities. Update in addition to what were previously alleged, ppf alleges fracture, pseudotumor, infection and metallosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.